Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfun ction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that on (B)(6) 2018 was in (B)(6) and afterwards had x-rays as patient was in pain said that the cushions between spine were crushed. Patient said that he could still feel the stimulation after the (B)(6). Patient further reported that they were not getting help after the accident, sometimes afterward, she was voiding too often and not emptying her bladder patient has an appointment to have their device reprogrammed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that they previously drank very little water. It was reported that to resolve their inability to empty their bladder, they started using the self-adjustment of the device. The patient spoke with a manufacturer¿s advisor who guided them and noted that they had improved remarkably! No further patient complications are anticipated or expected as a result of this event.